Manufacturer narrative:
Patient information was refused to be provided by the site. The thoracic probe was returned to the manufacturer for analysis. Analysis found that the tip of the probe was twisted. There were also several impact marks at the back end causing fit issues with the mating tracker. Analysis found that the reported event was related to physical damage. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the thoracic probe tip was deformed and a lumbar probe was used instead. There was no delay to surgery and no impact on patient outcome.